Event description:
Pt was on MRI table, but scan was aborted due to pt movement. Pt was confused. MRI compatible stretcher was used to transfer pt from scan room. MRI safe stretcher was placed against pt's locked bed and locked. MRI technician remained at head of MRI stretcher and monitor technician was walking around the pt's bed to prepare to move pt, and MRI stretcher 'flipped.' The pt fell to the floor between the MRI safe stretcher and the bed, onto his left side with his arm cradling his head. Rapid response team (rrt) was called for assistance. C-collar was applied by rrt, and pt was taken to CT scan for further assessment.